Manufacturer narrative:
Analysis of the AED log files identified a history of service code 5310, which is associated with a potential speaker-related issue. Although requested, the AED has not been returned and the cause of the complaint is not known.

Event description:
An international distributor reported a customer's AED will not speak. The customer did not report this occurring during patient use.